Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from a literature case report regarding a patient who had a 23 mm medtronic evolut r transcatheter valve (unique device identifier number not provided) implanted valve-in-valve in a heavily calcified 21 mm sorin mitroflow aortic bioprosthesis. During the procedure, the heavily calcified leaflets of the mitroflow valve were surgically resected, followed by evolut r deployment under direct vision in a pronounced supra-annular position. After valve deployment, a post-dilation was performed with a 20 mm balloon under direct visualization to improve expansion of the evolut r. Six days post-implant, transthoracic echocardiography detected a max/mean gradient of 19/10 mm hg without any paravalvular leaks. No additional adverse patient effects or product performance issues were reported.